Manufacturer narrative:
Additional manufacturer narrative: prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset occurs at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. The root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the event. The subject device was not returned for evaluation due to infection. If action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 25mm 11500a valve was explanted after an implant duration of one (1) month and nine (9) days due to endocarditis. As reported, the infective organism was "abscedia mould" and the onset of the endocarditis was 12 days after the implantation of the subject device. Anti-fungal agents were given to the patient. Reportedly, there were no known underlying precipitating factors that may have contributed to the development of endocarditis. A 23mm 3300tfx aortic valve was implanted in replacement. As reported, after the intervention, the patient was transferred to another hospital and expired.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that one ncr was related to this serial number. Based on the results of the ncr investigation, it is considered unrelated to the subject complaint. This device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
H10. Additional manufacturer narrative: updated h6. Microorganisms like the fungi identified from the endocarditis incident are rapidly inactivated and could not survive in edwards multi-stage processing or terminal sterilization process. Edwards lifesciences provides sterile tissue bioprostheses to customers with a carefully designed robust sterilization process for which the efficacy has been demonstrated consistently and which provides a significant safety factor. It can be concluded that the bioprosthetic valves, as supplied by edwards lifesciences, would not be the source of the characterized bacterial isolate from the infection.